Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer's current blood glucose is 220 mg/dl and customer's blood glucose while hospitalized was 300-350 mg/dl, customer's blood glucose at the time of incident was 350 mg/dl. The date at that day customer was hospitalized was (B)(6) 2017. The cause of hospitalization was high blood glucose. The document outcome of the hospitalization was intravenous drip. The customer was wearing the insulin pump during the hospitalization. Troubleshoot was performed for high blood glucose. The insulin pump will not be returned for analysis.